Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. The user noticed a piece of the plastic covering coming off of the jaws of the bisector. The device is in tack. A new device was opened to complete the case. No injury to the patient.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on (B)(6) 2022. An investigation was conducted on (B)(6) 2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the gray silicone of the jaws and heater wire. The silicone coating was visibly peeled off the bottom portion of the cold jaw and degraded, with a piece of the silicone attached but hanging off. The silicone of the hot jaw and the heater wire were observed to be intact, with no visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; jaw" was confirmed. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.